Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that cancelled procedure occurred. The target lesion was located in the lower extremity. An angiojet solent omni was selected for thrombectomy procedure. During the procedure, the catheter malfunctioned in power pulse. After the catheter aspirated for 1 second, it stopped and the system alerted an alarm message. The device was reset however, the system stills alert error message. The catheter could not be used, and the procedure was cancelled. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR: the angiojet solent omni catheter was returned for analysis. Inspection of the device revealed multiple shaft kinks. The catheter was successfully functionally tested with no leaks or alarms present. Also, media was returned in the form of a photo. The photo was reviewed which showed the alleged console error and was not confirmed during analysis. A1: patient identifier: updated.

Event description:
It was reported that cancelled procedure occurred. The target lesion was located in the lower extremity. An angiojet solent omni was selected for thrombectomy procedure. During the procedure, the catheter malfunctioned in power pulse. After the catheter aspirated for 1 second, it stopped and the system alrted an alarm message. The device was reset however, the system stills alert error message. The catheter could not be used, and the procedure was cancelled. There were no patient complications as a result of this event. It was further reported the patient was sedated with general anesthesia and the procedure was completed using alternative methods.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR: the angiojet solent omni catheter was returned for analysis. Inspection of the device revealed multiple shaft kinks. The catheter was successfully functionally tested with no leaks or alarms present. Also, media was returned in the form of a photo. The photo was reviewed which showed the alleged console error and was not confirmed during analysis.

Event description:
It was reported that cancelled procedure occurred. The target lesion was located in the lower extremity. An angiojet solent omni was selected for thrombectomy procedure. During the procedure, the catheter malfunctioned in power pulse. After the catheter aspirated for 1 second, it stopped and the system alrted an alarm message. The device was reset however, the system stills alert error message. The catheter could not be used, and the procedure was cancelled. There were no patient complications as a result of this event. It was further reported the patient was sedated with general anesthesia and the procedure was completed using alternative methods.